Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion. It was further observed that the device was making excessive noise, had damaged component and flex circuit and could not control/change speed. It was further determined that the device failed pretest for loctite assessment, motor thermistor assessment, safety assessment, noise assessment and hand control assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device having unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).